Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient stated they used several streaming applications that run in the background at all times; the loss of connection occurs when they reopen the application; smart device will reconnect and function until it's running in the background again. Patient was advised to close all background applications except the g5 application. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.